Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component 54/48 code n on the right side on an unknown date. On (B)(6) 2007, due to pain in the right hip, the patient underwent an investigation surgery with release of the psoas muscle. The implant was noted as stable. On (B)(6) 2009, the patient underwent revision surgery due to pain and loosening.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Other source documents (surgical report) were provided. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
This case was reopened on january 19, 2017 to enter additional information which was received on january 18, 2017. Since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in july 2008 as correction z-2415/2426-2008, there will be no further investigation and zimmer (B)(4) will close this case once again. Zimmer¿s reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted a durom acetabular component 54/48 code n on (B)(6) 2007.